Event description:
Caller reported a pixel issue on the pump display that affected the ability to interact with the pump and read the screen. Blood glucose levels remained stable. The pump was not replaced due to it being out of warranty. The customer continued to use the pump for insulin therapy.